Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 272 mg/dl at the time of the incident. Customer stated that the location of the leak was at the top. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard and stopper-plunger not returned). Performed pre-fill reservoir test using a new lab transfer guard and stopper-plunger. Found reservoir no leaks or air bubbles anomaly during filling. Also checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not leaks. Checked reservoir snap-caps width dimensions. Using a new lab infusion set connected reservoir and found easy to connect/release. Cannot performed manual test to reservoir due to the reservoir's plunger not returned.